Event description:
Complainant received accutrend glucose testing strips instead of accucheck from a home delivery svc for non-prescription products. Being skeptical about the substitution they called their hmo and roche diagnostics to find out about the "switch". Roche told them not to use the accutrend product and promptly sent free accucheck glucose test strips. They were told accutrend was meant to be sold outside the us. Originally, when they called the delivery svc to get the accutrend strips replaced by the accucheck glucose testing strips, they were told the accutrend strips were okay, but they could return them for credit. Later, when they called delivery svc again, they said, "you're not happy...here's another supplier." The complainant still has the accutrend strips.